Manufacturer narrative:
.

Event description:
It was reported that during a cryo ablation procedure it was noted that during the first freeze of the right superior pulmonary vein (rspv), the diaphragm activity was diminished. After waiting ten minutes, the activity of the diaphragm did not return to normal and phrenic nerve injury was suspected; therefore, the procedure was aborted. The phrenic nerve did recover by the time the patient left the procedure room. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. A system notice unrelated to the reported adverse event was noted on a different catheter. The reported catheter was not returned and no product malfunction was alleged. A clinical issue was encountered during the procedure. The phrenic nerve injury recovered and is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.